Manufacturer narrative:
E1: patient country: netherlands patient city: (B)(6). Name: (B)(6). Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.

Event description:
It was reported that the patient experienced high blood glucose by woke up 7mmol and treated with insulin bolus and later on she went to 3.6mmol. She ate some carbs to resolve [low blood glucose occurred as consequence of treatment to high blood glucose] on (B)(6) 2026.